Event description:
It was reported that 1 day post successful stent implantation in the left internal carotid artery the pt experienced a stroke with decreased level of consciousness, aphasia, right facial droop, right arm drift, and partial hemianopia, and partial gaze palsy. MRI of the head revealed findings most likely consistent with acute infarction related to embolic disease. No treatment was given and the event is continuing unchanged. Hospitalization was prolonged. Though requested no additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported cerebrovascular accident and embolism are known adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported event, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.